Manufacturer narrative:
Device was used for treatment, not diagnosis. Although requested, additional information has not been received as of the submission date of this report. It is not known if this was a single incident or if this event occurred on more than one occasion, involving more than one patient. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review revealed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the material, components and final product met inspection records, certification test values and acceptance criteria. All 32 parts of the lot were checked 100% for ctq features, for function and for color markings at the final inspection on mar 02, 2015. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery on an unknown date(s), due severely faded red coding marks on the helical blade impactor, the impactor was incorrectly mounted to the guide sleeve resulting in damage to the guide sleeve. The guide sleeve then could not be assembled to the drill sleeve. These events resulted in an incorrect measurement (too long in relation to effective distance) and selection of a blade which was too long for the patient(s). The surgery was delayed for an unknown length of time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the inserter exhibit some major blows post production / final inspection around the ring stop. The color marking is missing from the ring stop. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. No manufacturing issue was found during investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant reported parts: guide sleeve (part 03.037.017, lot 9356941, quantity 1); drill sleeve (part 03.037.018, lot 9219587, quantity 1).